Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump and battery were overheating. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-apr-2018 with the following findings:.1. A review of the black box showed the data from the date of the complaint had been overwritten. No temperature related issues were observed. Pump powered up with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was cracked below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump was run for a minimum of 24 hours with a one unit per hour basal setting with no alarms overheating, or power losses. The pump electrical current draws were within specifications. The pump case was removed to find no evidence of moisture inside the pump. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. A battery was not returned with the pump.